Event description:
An ambulatory baxter 6060 infusion pump was connected to a pt for delivery of a 46 hour chemotherapy treatment at a programmed rate of 2.3 ml/hr. The pt returned to the facility approximately 20 minutes after the infusion started with complaints of shortness of breath and shoulder pain. The pump was found to be beeping and indicated that the infusion was complete, all medication had been delivered from the 100 ml bag of 5-fluorouracil. The pt was observed for an hour after the event and was released. In 2004 the pt was hospitalized due to all blood counts being down. The pt also had a fever and mucositis. The pt has recovered and was released from the hospital 9 days later.